Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue while wearing the adc freestyle libre sensor, compared to a competitor brand meter. On (B)(6) 2021, the customer obtained a scan of hi (greater than 500 mg/dl). The customer self-treated with insulin (dosage unknown) and experienced symptoms of hypoglycemia described as asthenia, tremors, and sweating, after a few minutes. The customer's mother then provided an injection of glucagon for treatment. No additional information was provided. There was no report of death or permanent injury associated with this event.